Manufacturer narrative:
PMA/510 (k) number - preamendment. The complaint is being reported by zimmer biomet as (B)(4). On (B)(6) 2016, it was reported that the device was not meshing properly. On july 15, 2016 it was clarified that issue occurred during surgery. The device was not repaired by someone other than zimmer biomet. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the meshgraft ii revealed nicks and scratches to the meshgraft handle and bottom plate as well as discoloration. There was wear to the cutter blades as well as nicks throughout. The test mesh using the ratchet was performed and passed. Repair of the meshgraft ii was performed by zimmer biomet surgical which included replacement of the roller, cutter and worn side plates. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. The reported event ¿the device was not meshing properly¿ was not confirmed since during initial inspection the test mesh was performed and passed. The reported event was not confirmed since the produced an acceptable test mesh during initial inspection, hence, a root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not meshing properly during surgery. No adverse events have been reported as a result of the malfunction.